Event description:
The pump was returned to the biomedical engineering department with an unsigned noted that stated, "no sound". During testing, the biomedical engineer reported that the device did not sound an audible alarm tone on the middle volume setting. There were no reports of any adverse pt events while the device was in clinical use.